Event description:
It was reported that the arthroplasty was revised due to infection and arthrofibrosis. The tibial insert was revised. The components were implanted in situ for 1.27 y.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Medical records and x-rays were not provided to stryker for review.